Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: bf-h190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Bf-h190 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope's plastic distal end cover was burned during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.